Event description:
A physician reported a pt who rec'd her third treatment in 07/1998 in the periocular region. Fifteen days later, the pt developed nodules at the implant sites without itching or erythema. The physician excluded hypercorrection. In the physician's opinion, a sensitization to collagen may possibly have occurred. The physician prescribed oral corticosteroids, which were ineffective.